Manufacturer narrative:
The biomedical engineer reported that the multigas unit gave a "device error" message. The biomedical engineer has tried different cables and monitors that are known to work, but the problem still persists. No patient harm or injury was reported. The customer sent the device in for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a bsm device was used in conjunction with the multigas unit, but did not experience failure. Attempts to obtain the following information were made, but not provided: bsm - model: ni, s/n: ni, approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The biomedical engineer reported that the multigas unit gave a "device error" message.

Manufacturer narrative:
Details of complaint: customer reported that the multigas unit was causing a "device error" message on the connected bedside monitor. The device was sent to nka for evaluation and repair. No patient harm was reported. Service requested / performed: exchange / evaluation: nka's repair center evaluated the device. A "device error" was noted. The issue was determined to be sensor related. Investigation summary: the overall risk score is medium. The root cause is determined to be component failure: a sensor needed to be replaced. The sensor is a replaceable component, where the longevity is dependent upon the following factors: instrument and parts must undergo regular maintenance inspection at least every 6 months. If stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. Water trap should be replaced every 4 weeks or as indicated on the device. Ensure the environment is optimal as described in the operator's manual. Based on sop07-003, no CAPA is required as the quality event does not warrant a corrective action.

Event description:
The biomedical engineer reported that the multigas unit gave a "device error" message.